Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer was not performing the proper air removal techniques. Tandem clinical support educated the customer on proper air removal techniques. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. It was also reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was in 143-300 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.